Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ra and rv leads both exhibited high, rising, and inconsistent thresholds. The implantable pulse generator (ipg) also exhibited premature battery depletion. The ra and rv leads were capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.